Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient presented in the hospital for a routine pacemaker exchange. The patient's device was interrogated prior to the procedure, and it was observed the patient's right atrial lead was sensing noise leading to inappropriate mode switches. The physician elected to continue to use the lead and monitor it remotely, and the pacemaker was exchanged, the patient was in stable condition.